Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter displayed three dashes. The medical affairs specialist (mas) called and spoke with the patient the next day, and obtained further information. The patient informed the mas that she had not been able to test her blood glucose on the reported meter for about 2-3 months due to the alleged issue. She stated that she is supposed to be testing her blood glucose 3 times/day. She is on an oral diabetes medication regimen (glyburide, twice/day) and has been on this regimen for the last 5 years. However, the patient stated that she sometimes forgets to take her oral medication. The patient reported that on original date in the morning, she developed symptoms of being shaky and trembling. She stated that she usually experiences these when her blood glucose is low. She did not attempt to test her blood glucose since she knew her "meter was not working". She "immediately ate food and drank a can of soda" and felt better within 15 minutes of the self-treatment. The patient did not recall if she had taken her morning dose of oral medication. At the time of troubleshooting, it was verified that this was not a new product. The mas also verified that there was no meter trauma. The patient was seeing the dashes when accessing the memory. She was educated and trained on meter memory and the issue was resolve. This complaint is being reported because the patient claimed that while unable to test her blood glucose she became hypoglycemic. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.